Event description:
It was reported that a malfunction alarm occurred, possibly due to the device getting wet. There was no adverse impact to the customer's blood glucose level. Customer support guided the caller through resetting the pump, and the issue did not recur, allowing the customer to continue using the pump without further incident.